Event description:
It was reported the thunderbeat surgical instrument's tip broke while device was inside the patient during an unspecified therapeutic procedure. There was no report of patient injury or medical intervention associated with this event. Due diligence attempts for additional information were unsuccessful.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. The device was not returned to olympus for inspection; therefore, the reported failure of a broken tip could not be confirmed. As the device was not available for evaluation, a definitive root cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.